Event description:
While utilizing cautery during tonsillectomy, patient sustained small superficial mucosal burn inside mouth. At that time a defect in forcep insulation was noted. No observable defect noted prior to beginning procedure. Burn site closed with 6o suture although surgeon stated this was not really necessarydevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, visual examination. Results of evaluation: component failure, insulation degradation/deterioration. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.